Manufacturer narrative:
Device not returned

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting. Customer's blood glucose ranged from 91-92 mg/dl.